Manufacturer narrative:
(B)(4). Additional information received noted that this device was returned for analysis. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon explant and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. The device declared end of life (eol) (B)(6) 2013, and was explanted (B)(6) 2013. The device was returned 8 months later. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, , and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that during a routine check of this device the patient noted that their pulse was 50 beat per minute as opposed to 60 beats as per the normal lower rate limit programmed. Further interrogation of the device noted that the device had triggered end of life (eol) and was pacing at vii 50. Further analysis of the daily measurements indicated that the device had not been able to obtain successful automatic capture thresholds since (B)(6) 2012 and was in 'retry' mode, this occurred soon after the patients last device check. As the device was not able to obtain successful automatic thresholds, the device increased the output. It appeared that no successful ventricular thresholds were obtained after this and the device remained programmed to high outputs which had drained the battery and subsequently caused the device to reach eol prematurely. No adverse patient effects were reported. A device explant procedure has been scheduled.

Manufacturer narrative:
The device was explanted and disposed, and thus will not be returned for analysis.